Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. (B)(4).

Manufacturer narrative:
Device evaluation: the actual device was received for evaluation. Reliability engineering evaluated the device and the reported condition was duplicated and confirmed. Evidence indicates this was due to improper handling. If additional information should become available, a supplemental medwatch report will be sent accordingly. (B)(4).

Event description:
It was reported that the connector on the foot control device "is smashed." The reporter stated "the connector was most likely run over by a cart or stretch." The reporter stated that an attempt was made to straighten the connector, but was unsuccessful. In addition, the reporter confirmed that this event occurred during cleaning and was not related to surgery. All available information has been disclosed. If any additional information should become available, a supplemental medwatch report will be submitted accordingly.